Manufacturer narrative:
The pump passed the displacement and self tests with no audio/beep anomalies noted. The pump was received with broken battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was chipped and it was previously glued back. Customer then began to hold battery in place with tape. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.